Event description:
The customer reported that she had low blood glucose of 58 mg/dl and paramedics were called. The customer was seen by the paramedics but she was not taken to the hospital. Paramedics advised the customer to follow up with their doctor. During the call, the customer stated that she was hospitalized for high blood glucose because she was not wearing the insulin pump, since the paramedics were at her house early in the morning. The customer stated that she was taken to the emergency room, and then she was hospitalized because she had potassium in her urine. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.